Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade- 1, rupture and change in shape/size/style . Device has been explanted.